Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had entered an amount for carbohydrates (16 carbohydrates) into the insulin units field when entering values into the pump, and subsequently over-delivered insulin. The customer's blood glucose (bg) level was impacted (43 mg/dl). The customer drank a soda to address low bg level. Tandem technical support guided the customer in adjusting the pump bolus settings to the carbohydrates option.